Event description:
Patient representative reported right side rupture, pain, lymphadenopathy, "swelling", "implants clearly cranialized on both sides", and "preaxillary reddening". The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Manufacturer narrative:
The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported right side "capsular contracture (baker grade unknown) and siliconomas".

Manufacturer narrative:
This medwatch has been sent to record information sent in duplicate report mrn# 9617229-2023-03008 and we are consolidating it to this report. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported right side seroma.

Event description:
Patient representative reports patient consulted with physician due to swelling on the right side and patient was diagnosed by ultrasound and MRI with device rupture and lymphadenopathy. "The remaining implant collapsed centrally, linguini phenomenon and water en oil sign". "Other similar lymph nodes are parasternal." Device has been explanted and not replaced..

Manufacturer narrative:
Visual analysis of the photographs identified: lymphadenopathy: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is a medical event and is not related to the device. Edema: unable to observe since it is a medical event and is not related to the device. Erythema: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the evice. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.